Event description:
During preparation for a carotid wallstent treatment procedure, after having opened the pouch, the stent was partially deployed. The upper part of the device was damaged and was therefore not used.